Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
4310 - intuitive surgical, inc. (Isi) has received the vessel sealer extend involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported failure mode. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity and the energy activation test. Wet paper towel was held between grips and began to smoke when energy pedal was pressed. The steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The instrument was fully functional. No errors occurred during in house testing. Fa performed grip force test on grips as additional testing and it measured at 6.91 lbf in straight orientation, 6.53 lbf in yaw, and 6.8 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. The electrode gap inspection was tested as an additional functional check and passed. Sql logs did not show any failures. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend instrument would not seal. There was no report of any patient, harm, adverse outcome or injury. However, it is unknown what caused the endowrist vessel sealer extend instrument to not seal. Recurrence of the reported failure mode could cause or contribute to an adverse event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endowrist vessel sealer extend instrument for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend instrument would not seal. There was no report of any patient, harm, adverse outcome or injury. However, it is unknown what caused the endowrist vessel sealer extend instrument to not seal. Recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, the endowrist vessel sealer extend would not seal. The procedure was completed. There was no reports of fragment(s) falling inside the patient, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple attempts to contact the reporter, but was not able to obtain any additional information.